Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of bg 600 mg/dl and an unspecified level of ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized multiple times. Bg was treated with intravenous insulin and saline. No additional information was provided regarding release dates, however customer indicated the issue was resolved and no permanent damage was sustained.